Event description:
Caller reports that he smelled something burning and the coaguchek xs meter had melted plastic. He states he was not able to see the serial number due to the melted plastic. No adverse event reported. Requested return of suspect system, however, the patient reports he no longer has the meter; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.